Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. However, it is likely the reprocessing was not conducted properly due to leakage from up and down angulation control knobs. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the colonovideoscope had no angulation when the angulation control knob is turned. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was coming out due to a clog of the auxiliary water channel, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was an angulation malfunction in the up direction due to a worn angle wire. Additionally, it was observed that there was a waterproof failure due to deformation of the knob in all directions. Upon further inspection, it was observed that foreign material was coming out due to a clog of the auxiliary water channel. Due to this clog, the water cleaning function did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the insulation resistance value of the tip did not meet the standard value due to damage to the bending section cover. It was observed that the light guide lens was broken. It was also observed that there was a gap in the adhesive on the bending section cover. It was observed that there was a crease on the connecting tube. It was also observed that the suction cylinder was sheared. It was observed that the water transport was not working due to damage to the jet tube unit. It was also observed that the image was partially dark due to scratches on the charge coupled device lens. Lastly, it was observed that the light guide bundle was abnormal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.